Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the complainant. No device was returned for evaluation; further no photographs were provided. Operative notes and/or medical records were not provided for review of usage/technique. It was noted that the surgeon tightened the device beyond the torque limit. It is unknown if a torque limiting handle or hand tightening was used when the malfunction occured. A review of manufacturing records was unable to be performed for as the lot information of the product involved in the event was not available. No further investigation was able to be completed at this time. A definitive root cause was unable to be determined with the information provided; however, may have been related to excessive force applied to the instrument. The IFU for the streamline mis system warns "instruments are subject to damage during use as well as long-term potentially damaging effects such as wear. Damage may result in significant risks to safety and/or inability to function as intended. If instruments are damaged or broken during use, metal fragments can be viewed by radiographic assessment. It is the surgeon's responsibility to carefully consider the risks and benefits of retrieving the fragments". Additionally, the IFU instructs the user "prior to and during use, including reprocessing, inspect instruments for: damage such as but not limited to, wear, discoloration, corrosion, cracking, fracture, or unrecognizable markings. Proper function including but not limited to, sharpness, movement of hinges and couplings, joint stability, and legible markings. Instruments that show signs of damage or an inability to function should not be used and should be returned to the manufacturer". If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial one (1) level transforaminal lumbar interbody fusion procedure with posterior fixation using an mis approach. During the final tightening step in the procedure, it was noted that the set screw may have been tightened beyond the torque limit, causing the distal tip of the driver to fracture off. No pieces were retained by the patient. A spare final driver was used to finish the remainder of the surgery. No patient complications were reported. No additional information was available.